Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample status: [x] no sample returned [ ] sample returned active device history log review: [ ] n/a [ ] alarm confirmed [x] alarm not confirmed details of history log: log review shows on (B)(6) 2024 and 11:50am a battery near empty alarm and then at 12:20pm a battery empty alarm and automatic infusion stop and 3 minutes later an expected pump shutdown. At 6:21pm pump was powered on with a battery near empty alarm and no infusions taking place. However, the complaint will not confirm due to low battery.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. Bbmi has received correspondence from a customer detailing challenges they are encountering with the infusomat space infusion pumps and sets. The customer indicates that the issues experienced by the medical staff while using bbmi infusomat pumps and sets are causing disruptions in the administration of critical medications resulting in adverse events. In this specific event, the impact was temporary and there were no immediate interventions necessary. As such, the event does not qualify as an adverse event or serious injury. However, special considerations are being made due to increased difficulties the customer has communicated and is experiencing. Therefore, bbmi will report this event as a product problem for this instance only. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient was on several critical medications using the b braun infusion pump. B braun IV pump alarmed "low battery" despite being plugged in to emergency outlet and charging light being lit. A backup pump was obtained and started. Approximately 1 hr later, the new IV pump again alarmed "low battery" despite being plugged in. Pump shut off abruptly within 1 minute of alarm. The patient's blood pressure dropped rapidly and required rapid titrations once a new IV pump was set up.